Event description:
A facility administrator contacted baxter to report a second dialyzer reaction during use of CT 190g dialyzer. Pt was a (B)(6) male who was receiving dialysis treatment and 4 minutes into the treatment developed acute shortness of breath, chest pain and back pain. The treatment discontinued and the extracorporeal blood recirculated. The physician was notified that the dialyzer used this day was pre-processed, number of reuses 0. The doctor ordered solumedrol 40mg IV push, switch to a new dialyzer, gambro2, permanently and rinsed with 2.0l normal saline solution prior to use. The symptoms significantly improved and the pt was able to complete the treatment without further clinical consequences. Additional information obtained during a customer visit. This pt has a history of allergic reaction due to cellulose dialyzer membrane.

Manufacturer narrative:
Baxter initiated an investigation upon received of this report. The actual and companion samples have been requested for evaluation. Baxter received one used dialyzer for this complaint/entry. An attempt was made to disinfectant the sample using the bleach solution method defined in (B)(4). The sample was still biohazardous after disinfection (blood was visible within the dialyzer). It was observed that the sample had severe fiber damage that allowed disinfectant from the blood circuit to flow into the dialysate compartment. Further analysis cannot be performed on this unit due to the biohazardous condition of this sample. The investigation is still pending. If additional information is discovered, a follow up report will be submitted.